Event description:
Patient reported left side capsular contracture baker grade unknown. Healthcare professional later reported left side capsular contracture, baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported left side capsular contracture baker grade unknown. Healthcare professional later reported left side capsular contracture, baker grade iii. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ malposition: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, deformation completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported capsular contracture baker grade unknown and sitting up high. Healthcare professional later confirmed capsular contracture baker grade iii. This record is for the left side. Device has been explanted.

Manufacturer narrative:
Trend review summary: the review of historical complaints on the complaint management handling system identified that there was another record for units manufactured on lot number 1209250: - cn-162715: a010102 - device appears to trigger rejection, e2303 - capsular contracture. Device not returned to device analysis. The search criteria of these queries are mentioned on qpp07-01-004-her1-g02 (v6.0). The review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event a150202 - malposition of device.

Event description:
Patient reported left side capsular contracture baker grade unknown and "sitting up high." Healthcare professional later reported left side capsular contracture baker grade iii. Device remains implanted.